Event description:
Revision due to disassociation of humeral adapter tray and torque defining screw.

Manufacturer narrative:
Engineering eval indicated that the torque defining screw was cross-thread into the humeral tray. The cross threaded screw contacted the inside of the humeral tray eccentrically as evidenced by burnish marks caused by contact of the collar of the screw with the inside of the humeral tray. Because the screw was cross threaded, it was not fully seated in the humeral tray ultimately causing the screw to loosen.